Event description:
A pt received total parenteral nutrition (tpn) that contained electrolytes several times higher than prescribed. The clinician caring for the pt saw changes in the EKG and rescue measures were initiated. The facility did not provide details of these measures. The pharmacist from the facility reported the pt recovered with no sequelae. Reports of what occurred in the preparation of this bag are confusing and conflicting. Despite numerous attempts to reconcile the different versions of the events, baxter has been unable to do so. No additional pt info has been made available.